Event description:
The patient reported that the pump bolus history was incorrect. The patient reports that on (B)(6) , the history recorded 55.45 units of insulin bolused, which the patient denies programming. On (B)(6) , the patient reports that she only programmed one bolus dose of 2.05 units but the total daily dose in the pump's history reflected 6.10 units for the day.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.